Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report unexplained high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that she has tried new insulin, new insertion sites and new reservoirs, but continues to experience elevated blood glucose levels. The customer stated that she went to see her doctor, and the doctor requested a replacement insulin pump. It was unk whether or not the customer received treatment during the doctor's visit. Nothing further was reported.